Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female who underwent primary breast reconstruction with a 350cc mentor cpx4 plus smooth medium height tissue expander experienced right sided deflation post procedure. As a result, replacement with 450cc mentor smooth round moderate plus profile saline prostheses was performed on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on december 22, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The explant date was clarified to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 17, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures and it identify a delamination area at the juncture of the injection dome and shell, causing leakage in the returned device. A microscopic examination was performed and the cause of the delamination could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. In addition, this complaint was included under the scope of a corrective action (CAPA) to address this product issue. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).